Event description:
It was reported that patient presented in clinic for follow up after experiencing fatigue with backup operation exhibited on the implantable cardioverter defibrillator. A device firmware download was performed to resolve the issue. The patient was reported to be stable during and post changes.